Manufacturer narrative:
The device was not returned for review, therefore, a technical analysis cannot be carried out. Without a returned unit, it is not possible to confirm how the device may have contributed to the event. A review of the mfg records for top assembly batch # 9123431 found that the device met its material, assembly and product specifications, at the time of release to distribution.

Event description:
It was reported that, during a pci procedure, the maverick2 monorail balloon ruptured. The lesion being treated was located in the calcified, 99% stenosed, proximal left anterior descending (lad) artery. The balloon ruptured at 10 atms. The number of inflations and to what atms is unk. The procedure was successfully completed with this device. There were no reported pt complications. Pt status listed as "good."